Manufacturer narrative:
H10: on 03/17/2023, the customer was provided with and accepted a repair proposal for onsite service of the reported issue. On 04/05/2023, the field service engineer (fse) completed service at the customer site and could not reproduce the reported problem. No other anomaly was detected during the onsite service. Per the additional information received under the onsite service work order, the device was in use at the time of the event and no patient harm was reported. Per the previous good faith effort (gfe) response received on 02/15/2023, the patient information is unknown. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator, indicating that the device was not showing values on the display. It is unknown if the device was in use at the time of the reported problem. No patient harm reported. The repair is still pending approval from the customer.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
This report is being submitted as a correction in response to corrective actions taken by the legal manufacturer. The manufacturer site number was incorrectly selected resulting in incorrect report numbers. A new MDR with the correct manufacturer site selected has been submitted under manufacturer report # 2518422-2023-17685.

Manufacturer narrative:
H10: philips is unable to confirm the alleged device issue or final disposition of the device because the customer allowed the repair proposal for onsite service to expire on 02/17/2023, refusing service. No further work was performed by philips. As a result of the lack of assignment to on field service engineer (fse), it remains unknown if the device was in use or out of use at the time of the alleged device issue. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. H11:updated contact information, contact office entity, and manufacturing site.